Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle retraction failure. The following information was provided by the initial reporter: monday this week and now today I have received reports that the bd insyte autoguard 20g needles are not retracting when the button is pushed. Or they do retract after a delay or they very slowly are retracting. (B)(6) 2025 it was reported to me that both incidents occurred on (B)(6) and on (B)(6). I am unsure of the total number of needles this occurred with before it was reported to, and how many or each did one issue or the other. I was told that 5 nurses reported one or the other happening, as well as the manager opening one, but she cannot remember which it did but it did not work properly. She assumes more nurses experienced this without reporting as well.

Manufacturer narrative:
Additional information of fa number.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Twenty-eight 20g insyte autoguard units were received in sealed packaging from lot #4290664. A functional test revealed that the needles would fully retract; however, the retraction time exceeded the specification limit. The manufacturing personnel were notified of this complaint. As the needles fully retracted, the complaint of needle retraction failure was not confirmed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.